Manufacturer narrative:
Patient information: unknown. Occupation: (B)(6). Distributor. Device evaluation: although information provided indicates that the product will be returned, it has yet to be received by the manufacturer. Once received and investigation is complete, a follow-up medwatch report will be submitted. This report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2022-00001, 3005739886-2022-00003.

Event description:
It was reported that a procedure was performed in (B)(6) on (B)(6) 2021, utilizing the reform pedicle screw system. While tightening a lock screw, three lock-screw torque drivers (39-rd-0060) broke. The tips were all removed, and the lock screw was successfully tightened using another driver, readily available, with the torque limiting handle. There was no injury to the patient reported.

Manufacturer narrative:
H3 device evaluation - the lock screw driver was reviewed with the aid of a 5x loop. The fracture was in a plane that was perpendicular to the driver's longitudinal axis. It also exhibits some signs that indicate it may have initiated cracks near the outer lobes in prior use that subsequently manifested in this failure. Some shiny area near a few lobes exist. The investigation notes that the most recent shipment of torque limiting handles (39-ch-0008) to wafacare was in september of 2019. It is not known if the torque handle used was within device specifications of 106 in-lbs. ± 10%. Prior testing of the design included a minimum failure load of 170.8 in-lbs. Which is well above the torque specification. Although it is unknown if the torque handle was within device specification, the fact that this distributor is not reporting an unusual number of failed drivers would suggest that the handle remains within specification for torque release. Review of device history records found twenty (20) pieces of this lot released for distribution on 5/21/2015 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are being recommended at this time. This report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2022-00001-1 / 00003-1).

Event description:
It was reported that a procedure was performed in saudi arabia, on september 6, 2021, utilizing the reform pedicle screw system. While tightening a lock screw, three lock-screw torque drivers (39-rd-0060) broke. The tips were all removed, and the lock screw was successfully tightened using another driver, readily available, with the torque limiting handle. There was no injury to the patient reported.